Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a vessel perforation occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure a vessel perforation of the azygos vein occurred, and the patient experienced significant blood loss. Surgical intervention was required to stop the bleeding and blood tranfusions were required. The patient was hospitalized for two (2) weeks before being transferred to a nursing home facility for rehabilitation. Additional rehabilitation efforts including physical therapy, occupational therapy, and nurse visits are ongoing.